Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy by the cardiac resynchronization therapy defibrillator (crt-d) due to interaction with electromagnetic interference while in the swimming pool. It was noted that episodes with similar oversensing has been observed since the pool opened. The device is still in use. No further patient complications have been reported as a result of this event.